Manufacturer narrative:
(B)(4). Investigation summary: two (2) customer photos were received for review and analysis. The photos show tubes having the reported issue of unit label lift, therefore, this complaint is confirmed. Based on a review of the device history record for the incident lot, all product specifications, and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of label lift through a corrective and preventive action CAPA# (B)(4).

Event description:
It was reported that prior to use with 1000 bd vacutainer® serum blood collection tubes the labels were discovered to be lifting. The following information was provided by the initial reporter: label lifting off 6ml serum tubes. Unsure of the quantity affected as these are distributor inventory samples.